Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) presented to the emergency department after receiving shocks from their device that morning. Technical services (ts) was consulted as the health care professional (hcp) suspected the shocks were delivered for fast atrial fibrillation (af) with some anti-tachycardia pacing (atp) also. Programming considerations were discussed, and no further assistance from ts was needed. Besides the inappropriate therapy, no other adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.